Event description:
It was reported that during an implant procedure, an error message indicating an unexpected device condition was noted on the implantable cardioverter defibrillator (ICD). The ICD was not used, and the physician elected to complete the procedure with a different ICD. The patient remained in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of error message was confirmed. The device was received with normal telemetry communication, normal output and error message. After clearing the message, functional tests were completed and no anomalies were noted. Device image analysis noted elevated hybrid current. The device was cut open to enable further testing, and the battery was found at lower level than expected. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, isolated to an integrated circuits (ic) anomaly, which depleting the battery and resulted in the reported event. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.